Event description:
Boston scientific received information that this right ventricular lead was stuck in the apex. It was also noted that the lead had good amplitudes and thresholds but the impedance was increasing. Based on fluoroscopy, the lead had retracted the helix but was still in place. This rv lead was explanted and was successfully replaced thereafter. No adverse patient effects were reported. The event and explant dates provided do not make sense so they were left off of this report.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.